Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the prearrange-suture was loosened after pushing the knot and cutting the line by t2 was deployed. T2 fell off from the meniscus and both, t1 and t2 were removed from the patient by suture issue and forceps. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).